Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for back pain. A computed tomography (CT) scan identified fluid around the leads. The evoke scs system was explanted, and cultures collected from both incision sites were negative for infection, a seroma was suspected. The evoke scs system was confirmed to be functioning as intended prior to the explant.